Manufacturer narrative:
Results evaluations codes (other): our manufacturing site is anticipating the receipt of the sample involved in this incident. Upon completion of the investigation a full report will be submitted.